Event description:
The stent was recaputrable to the 70% and the proximal markers did not open properly. They eventually opened but not initially. There was no adverse effect to the pt.

Manufacturer narrative:
The product was implanted and will not be returned. Additional info will be submitted within 30 days upon receipt.